Event description:
A power source alert was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to plug the wall adapter into a reliable outlet and wait at least 30 minutes for the pump to start charging, which successfully resolved the issue.